Manufacturer narrative:
Continuation of medical devices: 6935m72 lead implanted (B)(6) 2017; g150 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted. No further patient complications have been reported as a result of this event.